Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was set to monitor only in which tachycardia therapy is available for the patient. Attempts to obtain additional information were unsuccessful. Available information indicates that this ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the device memory indicates that the tachy mode was turned off on (B)(6) 2013 due to programming and never turned back to monitor + therapy after that date. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
New information received indicates that this device was explanted for an unknown reason and returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.